Event description:
The manufacturer received information alleging a ventilator was not charging its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's bellow was reseated to address the issue.